Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges that "in operative room, the cuff was found leakage during security test prior to use on patient." There was no report of patient impact or consequence.

Event description:
Customer complaint alleges that "in operative room, the cuff was found leakage during security test prior to use on patient." There was no report of patient impact or consequence.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and a wet, brownish and yellowish stain was observed on all the components. The cuff pressure of the tracheal clear cuff and the bronchial blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. The blue cuff was able to be inflated and deflated without any issues; however, the clear cuff would not remain inflated. A large tear mark was observed on the clear cuff. A device history record review was performed and there were no issues found that could relate to the reported complaint. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. (Con't) other remarks: the complaint of leakage was confirmed; however, a root cause for the issue could not be determined. During the visual inspection, a wet, brownish and yellowish stain was observed on all the components and it is suspected this tube has been used by the end user. It is possible that the failure could be induced during the intubation process, although this could not be confirmed. A conclusion code could not be found as the complaint was confirmed; however a root cause was not established.